Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, the lp failed to separate from the delivery catheter and the point of fixation. The procedure was then reattempted using a new lp, which failed to capture at high outputs when fixed. The procedure was abandoned on (B)(6) 2026. The patient was stable.